Event description:
Customer reported that they have had multiple syringes crack down the side while flushing ivs, without a forceful injection, resulting in the syringe content spraying all over the clinical practitioner and the patient. No information was received regarding any serious injury as a result of this product